Event description:
Customer reported to beckman coulter, inc. (Bec) that blood was dripping from the probe behind the shield of the unicel dxh 800 coulter cellular analysis system. The customer reported that the blood was collecting on the platen behind the shield in proximity to the mixer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned all the drain ports to mixing chambers. The fse rerouted the probe wash tubing (rinse and vacuum lines) that were getting bent over when the probe would be getting cleaned. The fse ran multiple samples without any splatter or overflow. The fse also performed shutdown and daily checks and ran controls. All controls and tests passed without splatter or overflows.

Manufacturer narrative:
(B)(4).